Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported on 2015-10-22 via manufacturer representative (rep) that there was a suspected overdischarge, but it had not been confirmed. The rep was asked by the hcp to come in for a reprogramming session. Additional information was received from the rep the next day alleging an overdischarge. The recharger statistics indicated "all 03 01 00 as the last recharge date". Two physician mode recharges (pmr) were conducted, and it was noted that two previous overdischarges had occurred. The patient had half a charge the previous day, but the implantable neurostimulator (ins) was discharged on the date of the call. No patient symptoms were reported. A supplemental report will be submitted if additional information is received.